Event description:
This incident occurred on a 7 yr 8 month old female with 60% total body surface area burn who was undergoing split-thickness skin grafting on 3/20/97. The donor site graft was being harvested from the pt's scalp with a dermatome at a setting of .0010 inches. During the final 3" of harvesting an approx 9 inch long strip of graft, fat was observed in the bed of the donor site, a deeper graft cut than the setting should have allowed. The harvesting was discontinued and on inspection of the dermatome, it was noted the calibration lever setting had moved or slipped from the original setting of approx .0010 to .0025. User has some concerns with the design of the equipment specific to the calibration lever adjusting the depth setting of the blade. User believes this is vulnerable to being dislodged or jarred or loosened during use, since it is mounted on the side of the dermatome rather than in a protected location on the housing of the instrument. User is also of the opinion there should be some sort of lock mechanism to prevent the calibration lever settings from changing, once set, under the influence of vibration. Outcome: as of march 28, 1997 when the dressing was removed and the donor site inspected, very sparse hair follicles were observed in an area of 3" by 2" from this donor site. In the event the child does have any area of alopecia secondary to the depth of the graft, this will be addressed with excision, flap advancement and closure. This current event represents a third adverse event due to unplanned changes in the calibration lever seting during donor site harvesting within a thirty day period. On that basis, voluntary report is thought to be appropriate.